Event description:
Foley was inserted into the patient without resistance or difficulty. Urine was visualized in the tubing, and the balloon was inflated with 10ml of saline. The catheter easily slipped out of the patient's urethra. When assessing the foley, it was noted there was a small hole at the very tip of the catheter where the foley balloon was located. New foley was inserted without additional issues.